Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck with black screen. A field service engineer (fse) reported that the customer called to report the station had a dark screen and would not boot, with no power to any devices. Upon inspection and troubleshooting, fse determined that the controller card for the full height cubie drawer 4 in the auxiliary had a defective drawer controller, which caused the power supply to enter crowbar mode and prevented the devices from receiving power. Fse replaced the drawer controller and verified proper operation using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device displayed a black screen and failed to power up. The issue had also occurred once more recently. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.